Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 502mg/dl with extreme drowsiness, polydipsia, nausea, vomiting, shortness of breath, symptoms of dehydration, confusion and large ketones. The patient was taken to the emergency room. They were treated with insulin via pump and IV fluids. Customer support (cs) and the basal history does not match active basal program. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1: date of submission 06/27/20160 device evaluation: the device has been returned and evaluated by product analysis on 06/15/2016 with the following findings: the bb shows a manual time/date change from (B)(6) 2016 19:11 to (B)(6) 2016 19:10. Pump history shows the pump was manually suspended and resumed on (B)(6) 2016. The pump was exercised for 24hrs with a 2.0u/hr basal rate; at end testing the basal history correctly showed 2.0u and tdd showed 48.0u. The tdd¿s add up correctly and reflect user's programmed basal rates. Pump passed delivery accuracy test and was found to be delivering within required range and delivering accurately. No delivery interruptions or eaw¿s occurred during testing. Unable to duplicate the complaint. Display screen has a pinkish contrast. Battery compartment is cracked above the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).